Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "there is a clinic site that are having issues maintaining vacuum of the edta vacutainer tubes. This issue has expanded to several kits. The technicians have tried to resolve this issue by changing technicians and alternating between straight and butterfly needles but still the issue remains. The other vacutainer tubes is no issue this is just with edta tubes. The needles are not provided by acm and they are sent separately from the tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "there is a clinic site that are having issues maintaining vacuum of the edta vacutainer tubes. This issue has expanded to several kits. The technicians have tried to resolve this issue by changing technicians and alternating between straight and butterfly needles but still the issue remains. The other vacutainer tubes is no issue this is just with edta tubes. The needles are not provided by acm and they are sent separately from the tubes."